Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device but was unable to duplicated the reported black monitor issue. The device was found to operate as it was intended. No parts were replaced and nothing will be sent to the manufacturer for further analysis.

Event description:
Covidien received information stating the ventilator experienced a blank display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).